Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
No product was provided for evaluation. The complaint was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause was not determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional adverse event information was provided on (B)(6) 2022. It was reported that the patient experienced a broken sensor wire. The event occurred on (B)(6) 2022, two days after the sensor had been inserted toward the inside of the left upper arm. The patient stated that after removal of the sensor pod the sensor wire was broken in two pieces, and one portion remained in the skin. He did not remember seeing the sensor wire coming out of his arm and later developed some inflammation in the area. He reported on (B)(6) 2022 that he had consulted his physician and had an ultrasound of the area on (B)(6) 2022 which confirmed the retained wire. He reported on (B)(6) 2022 that he had surgery on (B)(6) 2022 to remove the wire. He was given local anesthetic on the affected arm only. No medication was prescribed and he was discharged the same day. The stitches were removed on (B)(6) 2022. At the time of the follow-up on (B)(6) 2022 the patient stated that he was feeling good, and the cut was healing well with no infection or other adverse effects. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).